Event description:
It was reported "when the user attempted to aspirate blood during use, air was aspirated from the sheath body. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer returned one psi sheath and a guide wire inserted through a dilator for analysis. Signs of use in the form of biomaterial were observed. Visual analysis of the sheath did not reveal any obvious defects or anomalies on the psi nor the guide wire/dilator. The hemostasis valve and psi were leak tested according to three different parameters per amrq-000037 rev12. 1.) Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The sheath/catheter was attached to a lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. 2.) High pressure leak resistance test, section 6.1.3, which states, "when tested in accordance with iso 11070, annex d, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop". With both the distal end of the sheath and the hemostasis valve occluded with a lab inventory obturator, the device was pressurized to 320kpa for 30 seconds. No leaks were detected from any portion of the sheath, which indicates that the assembly is intact. 3.) Liquid leakage - hemostasis valve with a catheter inserted. A lab inventory 7.5fr swan-ganz (outer diameter measured 0.098") was inserted into the valve of the sheath. The sheath was then pressurized to 42 kpa for 30 seconds. No leaking from the sheath was observed. A 0.085" pin gauge was inserted into the sheath valve. The sheath body was placed inside a beaker filled with water. A lab inventory syringe was then attached to the sheath side arm. The syringe was aspirated, and no air bubbles were observed. The sheath appears to aspirate as intended. The test above was repeated by holding the 0.085" pin gage at an angle. Upon aspiration, air bubbles were observed entering the lab inventory syringe. R & d was contacted and confirmed that psis of this type are designed to be compatible with all types of catheters; however, the orientation of the inserted catheter can possibly affect the functionality of the internal valve. It is recommended that the catheter be kept in a straight position while inserted in the sheath. A device history record review was performed, and no relevant findings were identified. The lidstock states, "psi for use with 7.5-8fr. Catheters". The IFU provided with the kit informs the user "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. The report of a leaking sheath valve was not confirmed through analysis of the returned sample. Functional leak testing of the device in accordance with bs en iso 11070 did not reveal any leaks or anomalies of any kind. Likewise, no air bubbles were observed when aspirating the sample. Consultation from r & d revealed angled catheters can contribute to the customer observing air bubbles during aspiration. The inserted catheter size and the orientation at the time of the reported event are unknown; therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user attempted to aspirate blood during use, air was aspirated from the sheath body. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".